Event description:
It was reported that the tip of the ptd fragmentation basket separated and was retained in the patient. The patient is reported to be asymptomatic and there are no plans to remove the tip at this time. There were no further complications.